Manufacturer narrative:
Investigation summary: customer returned (7) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that there was pain during the injection. All returned pen needles were tested for point geometry, lube, and cannula od. All observations fall within specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that during injection with a bd ultra-fine¿ nano¿ pro pen needles. The following information was provided by the initial reporter: it was reported by the consumer the needle clogged during the injection.